Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock due to noise oversensing. It was noted that the patient gained some weight and troubleshooting options were discussed and recommended. Currently, this product remains in service and no additional adverse patient effects were reported.